Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 42 to 75 mg/dl at the time of the incidents. The customer was at 190 mg/dl at the time of the call. The customer used food and juice to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incidents. The customer reported that the pump is over delivering as they go low with or without bolusing. Troubleshooting was completed. The customer went high after taking off the pump and used manual injections to treat the highs. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and displacement accuracy test. No over delivery anomalies were noted. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection. The device was received with corroded battery tube, cracked reservoir tube lip, cracked belt clip slot and minor scratches on lcd window.